Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing noise was observed on the right atrial (ra) lead. The physician elected to reprogram the device. The patient's condition was stable and will continue to be monitored.